Event description:
Reference number (B)(4). Event occurred in australia. It was reported that patient went to emergency room and eventually got hospitalized on (B)(6) 2024 due to diabetic ketoacidosis. The glucose level was 38 mmol/l and patient was treated with intravenous insulin drip. The ketone level was 3.8. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.